Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the plastic rubber covering on the tip came off. May have been caused because of being overheated. Used for ten minutes before the issue occurred. There was no patient consequence.